Event description:
It was reported that 6.4ml left of infusion, rate 2.0, total given 85.60 ml. On a smiths medical pump. In addition it's alarming no disposable and pump wont run, several attempts made to disconnect cassette and tap out air bubbles, unable to resolve no disposable alarm. No adverse patient effects were reported.